Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 when she obtained alleged inaccurate high results of ¿97 and 107 mg/dl¿ with the subject meter. The patient manages her diabetes with novolog insulin, 15 units per day. In response to the alleged issue, the patient reported administering her usual 15 units of insulin; however, the patient claimed this was too much. On (B)(6) 2020, after the insulin was administered, the patient reported developing symptoms of ¿blurry vision, tired, fainted and fell.¿ the emergency medical services (ems) were called for assistance shortly after the onset of the symptoms. The patient claimed that when the paramedics arrived, her blood glucose was measured at ¿30 mg/dl¿ on the ems device and that she was treated with glucose tablets/gel. The patient informed the csa that she refused to be taken to hospital that day however went on (B)(6) 2020 so that her condition could be closely monitored. The patient claimed she was discharged from hospital on (B)(6) 2020 and that her dose of insulin was reduced. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient was testing with test strips that had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.